Event description:
It was reported that a versacross access solution was selected for use during a left atrium appendage closure and a bleeding / hematoma was noted after completion of the procedure. The patient had severe scoliosis. Implanter had difficultly obtaining visual apposition of the versacross system at the septum. Three attempts were made to go transseptal and no bubbles were noted, and after that, transseptal was achieved in inferior and mid on the septum. The watchman was completed, and the procedure was completed. However, during the recovery, the patient complained about chest pain and developed shortness of breath - sob in waking up. Thus, a computerized tomography (CT) scan showed a "blood in the thorax" in the lower lobe of her right lung. It was unknown where/when this occurred. The patient received a chest tube and it was admitted to hospital beyond standard of care. The patient was stable at the time and ended up discharged. Originally, the physician's mentioned that the versacross device has contributed to the patient complication, however, after further discussion and review of the CT, the team feels that this was a spontaneous bleed and not caused by the versacross, however the cause was unknown. The device is not expected to be returned for analysis. No device issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.